Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result comparison between coaguchek xs meter (B)(4) and a lab using the stago neoplastine reagent. At 1:30 pm, the customer had a lab test and the result was 3.8 inr. At 4:03 pm, the customer tested by fingerstick on their meter and the result was 5.5 inr. The customer has a therapeutic range of 2.0-3.0 inr. Customers current hematocrit was unknown. The customer has no antiphospholipid antibodies, no heparin or direct thrombin inhibitors, no medication changes, no illness, no diet changes and no bleeding or bruising. The customers dose of warfarin has been lowered since their last test result of 3.8 inr on (B)(6) 2019. The meter and one strip were returned for investigation. The returned meter and strip were tested using a quality control. Testing results: qc 1: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.